Event description:
It was reported that a decrease in sensing over time was observed. No complications were reported. The lead was explanted and replaced. The patient was in good medical condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.